Event description:
It was reported that rf probe malfunctioned during a shoulder arthroscopy. Further, the probe kept turning on when it was turned off.

Event description:
It was reported that rf probe malfunctioned during a shoulder arthroscopy. Further, the probe kept turning on when it was turned off.

Manufacturer narrative:
The reported unit was not returned for evaluation. The most probable root causes for ¿unintended energy delivered¿ condition are user related (misuse of the probe) by water ingression, whether it is that the units were submerged in liquid, unit in contact with metal instruments (metal cannula, arthroscopes, cutters or burs, etc) or other user-related error that would allow for fluid to enter the handle. The product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.